Event description:
Case of pt with known history of coronary artery disease, manifested by inferior mi aborted by percutaneous coronary intervention of the right coronary artery in 2000. Admitted to the hospital due to recurrence of chest pain, associated with dynamic ECG changes. Rule out of mi and risk stratify with adenosine mibi, which demonstrated anterior ischemia. Cardiac catheterization performed showed two vessel coronary artery disease including a moderate focal stenosis of the posterior lateral branch and a high grade complex left anterior descending artery-diagonal 1. Emergent angioplasty was performed due to recurrence of symptoms, with hemodynamic compromise during diagnostic cardiac catheterization. Successfully achieved balloon angioplasty and stent deployment of this lesion using "kissing balloon" and "t-technique" stent deployment -14:30 hrs. Limited right femoral angiogram demonstrated a high stick at the distal external iliac, just superior to the common femoral artery. Homeostasis was achieved using the angioseal closure device. Pt was transferred to the ccu, in stable condition and pain free for further recovery. Pt remained clinically, and hemodynamically stable until 0030; when upon standing from bed developed sudden episode of lightheadedness, associated with hypotension. Pt aggressively resuscitated using crystalloids, and blood products. At the time highly suspicious for active bleeding from puncture site. Vascular surgery informed partial bp response despite aggressive measures. Pt became pulseless at 0220 hrs, needing CPR/acls implementation. Pt passed away at 0328 hrs. Autopsy performed the same day, demonstrated a large retroperitoneal bleed, with dissection through the peritoneum into the abdominal cavity. Source of bleed at insertion point, with angioseal closure device anchor not attached in artery, but in the surrounding soft tissue. Suspect late device failure given pt clinical status for the interval immediate after procedure -2004 14:20- and first hypotension episode at -2004 0030-.